Event description:
The unit will only power up in configuration mode.

Manufacturer narrative:
Philips was unable to verify the failure symptom; however, the available info is most indicative of an intermittent malfunction of the bezel. The customer received a replacement device.